Manufacturer narrative:
This report is for an unknown elastic nails/ unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/ investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/ or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: this report is being filed after the review of the following journal article: kraus, t.m. Et al. (2013), elastic stable intramedullary osteosynthesis of diaphyseal clavicle fracture open versus closed reposition, unfallchirurg, vol. 116, pages 102-108, (germany). The goal of the existing study was the retrospective assessment of functional, radiologic, and cosmetic outcomes following elastic stable intramedullary osteosynthesis for clavicle shaft fractures, as well as a comparative presentation of the outcomes following open and closed reposition. Between december 2006 to june 2009, a total of 40 patients with clavicle fractures of the middle third were stabilized with an intramedullary titanium nail ["titanium elastic nail" (ten), synthes, umkirch, germany]. The patient population consisted of 10 women and 30 men, whereby the average age was calculated to be 42.2+/-13.6 years. The removal of the metal occurred on average 8+/-7 months (9-44 weeks) after operation. The following complications were reported as follows: 12 patients had medial migration of the elastic intramedullary nail, which: in 4 patients did not cause complaints. In 3 patients had to be shortened under local anesthesia because of pain or skin irritation. In 2 patients because of perforation. In 3 patients could be removed because of radiological good osseous healing. 4 patients had postoperative paresthesia in the area of the scar and the medial nail ends. 1 patient complained about discomfort above the deltoid muscle. This report is for an unknown synthes ten. This is report 2 of 2 for (B)(4).